Event description:
Two ruptured catheters. 1. 8/14/95: inserted 8/1. Ruptured above hub, leaking & clotted on 8/14. Removed. 2. 8/15/95: #20 gauge dual lumen inserted 7/20/95. Ruptured between triangle & hub on 8/15/95. Removed. Incidents occurred on 2 separate units.